Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws became not to open after several firings. The device did not clamp the target tissue at the time. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was device stuck on tissue? --- no. Was user ever able to open and release device? --- no, information was not provided from the hospital. If so, how was device opened? --- na.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received with a conforming clip and a malformed clip jammed between the jaws and the advancer. This condition prevented the device from proper feeding of the clips. The jammed clips were removed from the device and in an attempt to replicate the reported incident; the device was tested for functionality. Upon firing, the device locked out as intended, however the orange indicator was noted undertraveled. Please note that this finding is not related with the incident reported. Please note as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.